Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas experienced battery depletion shortly after initiation, leading to hyperglycemia with blood glucose values reported up to approximately 400 mg/dl; the family reconnected the device to power and blood glucose returned to target. Symptoms included hyperglycemia. Outcomes included no injury and no medical intervention or hospitalization. Investigation included review of device logs. Investigation of this case revealed that the battery had not charged prior to use and the device shut down due to depleted power. It was concluded that the event was related to device power management, with user education provided on charging and device startup procedures. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.